Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic pulmonary lobectomy procedure, the device was to fire when the lung fissure was cut, however, the staples were not well formed. It did not from shape of b, and staples formed irregularly. There was an incomplete staple line proximally which was fixed by hand suturing. New reload was used to resolve the issue in order to complete the case.